Event description:
It was reported that an unspecified quantity of 150ml intravia containers would tear when attempting to remove them from the tubing spike of the non-baxter administration sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, h3, h4, h6, and h10: h10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported tear; no visual defects were observed. All components were correctly place and according to specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.